Manufacturer narrative:
Visual inspection on the exterior of the returned sheath confirmed a blue spot in the middle of the shaft. Functional evaluation observed the sheath to successfully achieve and maintain deflection. Deionized water was used to flush the sheath and did not affect the location of the blue spot. Microscopic imaging located the blue spot but did not detect any material on the exterior of the location, suggesting that the lumen may be stained. Borescope inspection revealed no material protruding inside or located beneath the lumen, confirming that the blue spot is not a material present within the sheath's shaft. Testing to compare the shaft fm and blue marker used as a manufacturing aid to identify shaft hub orientation was conducted via analytical lab. Based on the analysis report from analytical lab, both the blue foreign material at the shaft location (fibrous) and the blue marker could not be differentiated from the shaft and hub material. Therefore, the root cause of the blue spot could not be confirmed.

Event description:
It was reported that a faradrive steerable sheath during unpacking, to set an atrial fibrillation (a fib) procedure, presented a foreign material on the device. A green/blue dot was spotted in the sheath. The device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during unpacking, to set an atrial fibrillation (a fib) procedure, presented a foreign material on the device. A green/blue dot was spotted in the sheath. The device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.